Event description:
Reference number (B)(4). Event occurred in the united states. On 15/jul/2024, it was reported that the patient encountered kinked cannulas which led to high blood glucose level of 507 mg/dl and got admitted to the hospital. Duration of infusion set used was for 12-16 hours. Patient went into nerve pain and vomiting. Health care professional (hcp) identified moderate ketone level. Patient received IV and fluids of saline and short and long-term insulin, and potassium as corrective treatment. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.